Event description:
Four hours after a coronary drug eluting stenting treatment procedure, the pt was found to have 100% occlusion of the taxus stent. In 2004, the physician implanted a taxus express2 3.0 x 16 mm drug eluting stent in the lad. The lesion had not been predilated. The stent appeared to be fully expanded, well positioned and well apposed. Following the successful deployment of the stent, the physician crossed through the stent to perform a ptca to the diagonal. No procedural complications were reported. The pt received plavix pre-procedure, as well as clopidogrel or ticlopidine (unknown which one). Heparin infusion was begun 15 hours prior to the procedure; discontinued one hour prior. Four hours later, the pt developed profound hypotension, was pulseless and stopped breathing, requiring resuscitation. The pt was taken emergently to the cath lab. They were found to have 100% occlusion of the lad at the origin of the previously placed taxus stent. The physician performed ptca on the occluded area, reducing the stenosis to 0%. Integrilin was administered for one day following the stent occlusion. It was noted that the pt is allergic to aspirin. The pt was discharged 3 days later. In the opinion of the physician, the relationship between the thrombosis and the taxus express2 drug eluting stent is unknown.